Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, an in-house contour next link 2.4 meter was tested with the in-house contour next test strips from lot # 0mpeg06a using a blood sample, which gave a satisfactory performance.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.no information was captured as the customer's weight was not provided.

Event description:
The customer reported that he ate his dinner at 5:00 p.m. And performed a blood glucose testing at 9:00 p.m. With the contour next link 2.4 meter and obtained a reading of 150 mg/dl. Since the customer's meter was connected to the insulin pump, he does not know if he received insulin based on this reading. At 1:00 a.m., the customer went to the kitchen and did not recall what happened, but he had passed out. The advocate called the paramedics. Upon the ambulance's arrival, a testing was performed with the ambulance's meter and a reading of 27 mg/dl was obtained. At the same time, the contour next link 2.4 meter gave a reading of 600 mg/dl. The customer was taken to the hospital where he was given 2 packs of crackers. The customer stated that he received injected medication, however, the customer did not know which medication. The customer was covered with plastic to recover his normal temperature as he was cold. The customer's blood glucose levels were regulated in the hospital and after the treatment his blood glucose level was in the range of 250 mg/dl. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.